Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had exhibited loss of capture (loc) due to lead dislodgement. Lv lead replacement was attempted, but unsuccessful due to difficult patient anatomy. As a result, the decision was made to revise the right ventricular (rv) lead to pace in the left bundle branch (lbb) area, and plug the lv port. The procedure was completed, and no additional adverse patient effects were reported.